Event description:
It was reported that a healthcare professional (hcp) was unsure if the pump or something else was causing patient symptoms described as ¿narcotized state¿ or narcosis. It was noted that the patient was taking oral medication, also. The reporter later inquired about having a manufacturer representative assist with reprogramming or stopping the pump. The pump was being used to infuse morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).